Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported a dark screen. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface assembly. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test.